Manufacturer narrative:
Event date: the exact date of the event is unknown as it was not reported in the literature article. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, headache, hemorrhage, stroke, and neurological deficit are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. The subject device was disposed.

Event description:
It was reported in a literature article that the patient underwent an intracranial stenting procedure. A guidewire became trapped during balloon exchange with its tip lodged near a thalamoperforator artery. Efforts were made to retrieve the guidewire with the patient complaining of severe headache with each attempt. Eventual withdrawal of the guidewire was marked by a sudden ¿bursting headache¿. Post procedural CT showed focal sah with ich of midbrain and follow-up magnetic resonance imaging showed right thalamic infarction. The patient did suffer permanent right oculomotor nerve palsy. No additional information is available.